Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that they performed lot to lot comparison with kit lots 427 and 428. One of three samples that were run could not validate with the results obtained using kit lot 428. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist stated that when the customer replenishes the sample diluent on the system they add more diluent to the existing tube until the bar code does not work anymore and then they change the tube. The hsc specialist recommended the customer to use a new tube when replenishing the sample diluent on the system. The hsc specialist stated that the sample diluent may have been contaminated over time with kit lot 427 and may have caused false, reactive results. Based on the information provided by the customer, the hsc specialist determined that the specificity of immulite 2000 xpi toxoplasma igg at this customer site was approximately 99.6 percent. Immulite 2000 xpi toxoplasma igg instructions for use has 95 percent confidence limits ranging from 94.2 to 100 percent. Toxoplasma igg assay meets the IFU claim, therefore the assay is performing according to the specifications. The cause of the discordant, false reactive toxoplasma igg results on two patient samples is unknown. No further evaluation of device is required.

Event description:
The customer obtained discordant, false reactive igg antibodies to toxoplasma gondii (toxoplasma igg) results on two patient samples upon initial and repeat testing on an immulite 2000 xpi instrument, while using kit lot 427. The samples were repeated using a different kit lot (428) and the results were non-reactive. The discordant results were not reported to the physician(s). The repeat non-reactive results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive toxoplasma igg results.